Event description:
It was reported that the customer received no delivery alarms on the insulin pump. The customer's blood glucose was 221 mg/dl. Troubleshooting was performed and the alarm was resolved with a reservoir change. There was an issue with the reservoir that was causing the alarm. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).